Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (open laparotomy, bilateral salpingectomies). At the time of the report, the pelvic pain, genital haemorrhage, mental disorder, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, vaginal infection and cystitis outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (open laparotomy, bilateral salpingectomies). At the time of the report, the pelvic pain, genital haemorrhage, mental disorder, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, vaginal infection and cystitis outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: case became serious incident. Removal details & reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.